Event description:
Reporter alleged the blood glucose monitoring device test strip vial "use by" date looks like it is fading or rubbed off and is unable to find the catalog number. Reporter did not state any treatment associated with the alleged incident nor provide any other info regarding it as well. A request was made for the return of the suspect device and replacement product was sent.